Event description:
When checking the bed, the tech found the sound and nurse call weren't working.

Manufacturer narrative:
The tech replaced the sidecom and got sound out, but no nurse call. After troubleshooting, tech found the nurse call button on the inner right siderail was not working. A new button was ordered to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.